Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys vitamin b12 immunoassay results for several patient samples when tested on two cobas e 411 immunoassay analyzers. The results from analyzer serial number (B)(4) were considered to be correct based on the clinical picture and were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number used on both analyzers was 264208. The expiration date was requested but was not provided. Both analyzers had preventive maintenance and performance testing was similar for both analyzers. Calibration and qc were acceptable on both analyzers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.